Manufacturer narrative:
(B)(4). G2: foreign - united kingdom. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00252, 0002648920-2023-00222, 3007963827-2023-00253.

Event description:
It was reported that the patient underwent a left knee revision approximately 1.5 years post implantation due to mid-flexion instability. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified no compilation during initial surgery. No revision ops notes were provided. X-ray review found left total knee arthroplasty with possible loosening of the femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.